Event description:
Ultrasonic lithotripsy of a kidney stone was being done when the metal shaft of the ultrasound probe broke, approximately 18cm from the distal tip. The broken part was easily removed and another probe was utilized to finish the case. No patient consequences were reported.